Manufacturer narrative:
B5 describe event or problem was updated. A causal relationship between bending knees and the reported vsx device occlusion could not be independently confirmed during the investigation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on april 22, 2024 from the viedoc study database: on (B)(6) 2024, a 63-year-old male patient underwent endovascular treatment for a popliteal artery aneurysm. Patient was treated with gore® viabahn® endoprosthesis with propaten bioactive surface device (vsx device) to the right limb. The vsx device was successfully navigated to its intended location (femoropopliteal) and successfully deployed. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. As additional procedure performed at treatment a self-expanding bare metal stent was implanted in the superficial femoral artery (sfa). The patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the patient was noted to have a right femoropopliteal stent occlusion. This was noted as resolved on (B)(6) 2024 after endovascular reintervention. On (B)(6) 2024, 5000 units of heparin have been given and a pta recanalization as well as a rotarex thrombectomy were performed. An additional vsx device was implanted to reline the previously implanted vsx device. The physician suspected that a potential root cause for the stent occlusion can be hyperflexion of the knee joint, because the patient, who was not used to having a vsx device, often laid in bed with bent knees.

Event description:
The following was reported to gore on (B)(6) 2024 from the viedoc study database: on (B)(6) 2024, a 63-year-old male patient underwent endovascular treatment for a popliteal artery aneurysm. Patient was treated with gore® viabahn® endoprosthesis with propaten bioactive surface device to the right limb. The gore® viabahn® endoprosthesis with propaten bioactive surface device was successfully navigated to its intended location and successfully deployed. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. As additional procedure performed at treatment a self-expanding bare metal stent was implanted in the superficial femoral artery (sfa). The patient was discharged home on (B)(6) 2024. On (B)(6) 2024, the patient was noted to have a right femoropopliteal stent occlusion. This was noted as resolved on (B)(6) 2024 after endovascular reintervention on (B)(6) 2024.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. It was stated that a potential root cause for the stent occlusion can be hyperflexion of the knee joint because the patient, who was not used to having a vsx-device, often laid in bed with bent knees. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion warnings: w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with propaten bioactive surface in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the anticubital fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.